Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective door. A field service engineer cleaned and greased the microswitches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported that when using the pyxis medstation es system, the door was not opened. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.